Manufacturer narrative:
No complaint was received with the return of the device. As received, a partial lead was returned in two pieces. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 5.4 cm to 5.6 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
This report is to advise of an event observed during analysis.